Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit. X-rays reviewed by the reporter did not reveal any lead discontinuities. The reporter was informed to disable the vns due to the high lead impedance.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.